Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure 3 abre stents were used to treat the patient. Post procedure patient suffered pain on the right groin, both sides were affected, left and right. Pain located on the access side. Patient felt new pain on the right groin after discharge. The patient's pain report is based on a subjective condition. Both sides were treated. The computed tomography venography on the same day showed a in stent thrombosis. This was treated with a ekos lysis medication with hospitalization and medication. The whole left side was treated. Patient recovered.